Event description:
It was reported that after a percutaneous interventional procedure, arteriotomy closure of a heavily scarred common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion over a guide wire, resistance was met, and the device could not be fully inserted into the vessel. The device was removed over a guide wire and a 7-french hemostasis sheath was inserted to temporality control bleeding. After anticoagulation was reversed to a desired level, the hemostasis sheath was removed, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Although, there was a delay in achieving hemostasis, the customer did not believe it was clinically significant, but was expected. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.